Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of customer's low blood glucose level and contact with emergency medical services personnel. The customer's blood glucose level at the time of emergency personnel visit was unknown. The customer's current blood glucose level is 541mg/dl. The customer has treated the high levels with glucose tablets and food. The customer states the possible cause of the initial low levels could be an over manual bolus. Troubleshooting was conducted. The customer was advised to monitor the device and their blood glucose levels, and to call back if issues persist.